Event description:
It was reported that while the product was being removed from the package and set up for priming, the nurse found a small piece of silicone tubing attached to the side of the pumping chamber tubing. There was no patient involvement with this reported event.